Manufacturer narrative:
The reference c23710 has been allocated to this case by rayner. The event description provided states that immediately following implantation there was a large crack in the middle of the lens. The lens was explanted and exchanged during the original surgery session. No injury to patient. The device has not been returned to rayner for evaluation. The rayone hydrophilic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv toric rao210t batch 073219304 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 073219304. Rayner iols undergo 100% inspection at multiple stages of the manfuacturing process, therefore it is extremely unlikely that the reported "crack" was present prior to injection. There is insufficient evidence and information available to determine the cause of the damage to the lens post injection. However, a usage factor is likely a contributory cause.

Event description:
On (B)(6) 2023, rayner received notification from its distirbutor in israel of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that immediately following iol implantation there was a crack in the middle of the lens necessitating explantation.